Event description:
It was reported that about 2 weeks ago at an appointment, the patient's healthcare provider (hcp) told the patient that the therapy was turned off, and that it had been off for over a year (since last december). The caller stated that the hcp could not determine why or how the therapy had turned off. At the appointment, the caller mentioned that the hcp tried to give the patient a patient programmer so they could turn therapy on or off as needed, but the patient programmer was not compatible with the patient's ins. The caller stated that the hcp turned therapy back on, and that the patient "wasn't too terrible" when they left the appointment. The caller added that the patient's hcp also "adjusted medicines and stuff." However, several hours after the patient got back home, they could not even sit on their chair and kept falling on the ground. The caller stated that the patient followed up with their hcp "within a week" on an unspecified monday, noting that the hcp made some adjustments. The caller stated that the patient was "okay" when t hey left the appointment, but then they were "very extremely dyskinetic." The caller noted that the patient had severe issues and could not sit still, and that they almost had to bring the patient to the hospital. The caller added that the patient's symptoms sometimes made it difficult for them to keep the wireless recharger (wr) positioned over the ins. The caller stated that the patient has a follow up appointment with their hcp tomorrow. The caller was redirected to the patient's hcp to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.